Event description:
During service by a baxter service technician, a flo-gard infusion pump was found to have a damaged power supply. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System testing identified that the ac icon did not illuminate when the device was connected to the ac. This confirmed the reported condition. The cause was determined to be a damaged power supply. To address this issue, the power supply board was replaced. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.